Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with operating currents within spec. No unexpected low battery alarms or replace battery now alarm noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specs. The pump was received with pump error alarm during self test and confirmed in pump history with variable due to cold solder joint at keypad assembly. The pump was received with cracked case on the back at the battery tube area, battery tube threads and retainer, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damage and with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 145 mg/dl. Alarm occurred less than 10 hour from low battery. The insulin pump will be returned for analysis.